Event description:
It was reported that the pump allegedly infused medication at an incorrect rate. The customer indicated the pump was programmed for a pitocin infusion at 2 milliunits/min (equivalent to 2 ml/hour), and that programming was verified, including barcode scanning of the pump channel and an independent double-check by a second registered nurse prior to initiation, in accordance with facility protocol. The customer reported that the infusion subsequently delivered the entire IV bag over approximately 30 minutes. At the time the bag was found empty, the pump display continued to indicate the programmed rate of 2 milliunits/min with approximately 500 ml remaining to be infused. Additional information received on may 20, 2026, the patient was treated proactively with IV fluid bolus and terbutaline. The reported clinical outcome was a normal vaginal delivery with no additional harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.